Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 275cc silicone prosthesis experienced symptomatic right sided rupture post procedure. Patient stated that the left side feels a little weird feel soft and aren't up as they use to be. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on august 23, 2024 indicated that the patient implants are getting uncomfortable, itch and are hurting. She has blood coming out of her right nipple and she did tests and its not cancer. Her right one is flat on the top and is no longer round. The left one is much larger then the other. The right one is visually smaller then the left and they cant tell from the mammogram if it¿s a rupture at this time. She wants them out and needs them out. Per initial and this report both ruptured. Correction: initial report in b5 mistakenly stated the patient right side was ruptured, and the correct side is left. Manufacturer¿s reference number: (B)(4).